Manufacturer narrative:
Manufacturer's investigation conclusion: examination of heartmate ii lvas, serial number (B)(6) confirmed thrombus formations in the rotor inlet section, outlet stator and outlet elbow. Additionally, a specific cause for the reported embolic stroke could not conclusively be determined through this evaluation. (B)(6) was returned with the driveline severed approximately 0.5¿ from the pump housing. The sealed inflow conduit (inlet elbow, flex section and inlet extension) were not returned. The outlet elbow was returned attached to the outlet port. The sealed outflow graft with outflow graft bend relief and bend relief collar were returned detached. Upon disassembly of the returned pump, examination of the proximal side of the outlet elbow revealed a red, tissue-like deposition that was adhered to the surrounding textured blood-contacting surfaces and appeared to partially occlude the blood pathway. Additionally, the pump was returned with a red, tissue-like deposition in a bag. The deposition composition was consistent with the deposition found in the proximal side of the outlet elbow. The depositions lacked denaturation and lamination. The origin of the depositions and an exact duration for which it was present within the device could not conclusively be determined through this evaluation. Examination of the proximal side of the outlet stator revealed a laminated deposition surrounding the outlet bearing ball and extended into the vanes of outlet stator. The darker areas of denaturation as well as the concentric marks on the outlet portion of the rotor indicate that the thrombus was present during support of the patient. The origins of the deposition could not conclusively be determined through this evaluation. Examination of the proximal side of the inlet rotor section revealed a dark red, tissue-like laminated deposition surrounding the rotor inlet bearing ball and inlet bearing cup. The darker areas of denaturation and concentric marks on the inlet portion of the rotor indicate that the thrombus was present during support of the patient. The origin of the deposition could not conclusively be determined through this evaluation. Examination of the distal side of the rotor revealed a red, tissue-like deposition adhered adjacent to the rotor bearing cup. The deposition lacked denaturation and lamination. The origin of the deposition and an exact duration for which it was present within the device could not conclusively be determined through this evaluation. The observed depositions and thrombus formations could have contributed to the reported elevated ldh and the elevated power and flows seen in the submitted log files. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 02jul2015. The heartmate ii lvas IFU rev. C and heartmate ii lvas patient handbook rev. C are currently available. Section 1 of this IFU lists device thrombosis, stroke, hemolysis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. Heartmate ii lvas IFU, rev. C, section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: examination of heartmate ii left ventricular assist system (lvas), serial number (B)(6) confirmed thrombus formations in the rotor inlet section, outlet stator and outlet elbow. Additionally, a specific cause for the reported hemorrhagic stroke could not conclusively be determined through this evaluation. (B)(6) was returned with the driveline severed approximately 0.5 inches from the pump housing. The sealed inflow conduit (inlet elbow, flex section and inlet extension) were not returned. The outlet elbow was returned attached to the outlet port. The sealed outflow graft with outflow graft bend relief and bend relief collar were returned detached. Upon disassembly of the returned pump, examination of the proximal side of the outlet elbow revealed a red, tissue-like deposition that was adhered to the surrounding textured blood-contacting surfaces and appeared to partially occlude the blood pathway. Additionally, the pump was returned with a red, tissue-like deposition in a bag. The deposition composition was consistent with the deposition found in the proximal side of the outlet elbow. The depositions lacked denaturation and lamination. The origin of the depositions and an exact duration for which it was present within the device could not conclusively be determined through this evaluation. Examination of the proximal side of the outlet stator revealed a laminated deposition surrounding the outlet bearing ball and extended into the vanes of outlet stator. The darker areas of denaturation as well as the concentric marks on the outlet portion of the rotor indicate that the thrombus was present during support of the patient. The origins of the deposition could not conclusively be determined through this evaluation. Examination of the proximal side of the inlet rotor section revealed a dark red, tissue-like laminated deposition surrounding the rotor inlet bearing ball and inlet bearing cup. The darker areas of denaturation and concentric marks on the inlet portion of the rotor indicate that the thrombus was present during support of the patient. The origin of the deposition could not conclusively be determined through this evaluation. Examination of the distal side of the rotor revealed a red, tissue-like deposition adhered adjacent to the rotor bearing cup. The deposition lacked denaturation and lamination. The origin of the deposition and an exact duration for which it was present within the device could not conclusively be determined through this evaluation. The observed depositions and thrombus formations could have contributed to the reported elevated ldh and the elevated power and flows seen in the submitted log files. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas instructions for use (IFU) rev. C) and heartmate ii lvas patient handbook rev. C are currently available. Section 1 of this IFU lists device thrombosis, stroke, hemolysis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. Heartmate ii lvas IFU rev. C, section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 02jul2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020 at (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was concern for possible stroke. Initial head computed tomography (CT) no contrast was negative and showed no hemorrhage. Patient experienced left sided eyebrow and facial droop. Head computed tomography angiography (cta) shows possible perfusion defect in right middle cerebral artery (mca). Cta showed right distal m1 focal thrombus. It does not appear occlusive at this time. Would correspond to the CT perfusion tissue at risk. Cta showed bilateral carotid bifurcation stenoses, high-grade left vertebral artery stenosis at the v3/v4 junction, and atypical proximal ascending aorta, possibly postsurgical. This was minimally visualized. Inr was 4.8 2 days prior to admission and 3.5 on date of admission (inr goal generally 1.8-2.2). Thrombectomy was attempted three times. Patient remained flaccid on the left side with slurred speech, lethargy and inability to participate in activities very well. Repeat head CT shows possible hemorrhagic conversion versus contrast extravasation. Lactate dehydrogenase (ldh) on all previous checks have been normal. Ldh trends have been 450-600 u/l (range at our hospital is normal up to 250 u/l). No power spikes noted on interrogation. Cerebral angiogram with thrombectomy was performed. Patient was started on heparin low dose now due to hemorrhagic potential. Patient was on warfarin. Patient was given nasogastric tube (ngt) with tube feeds. Palliative care discussion for quality of life (qol) purposes. Physical therapy, occupational therapy, and speech therapy (pt/ot/st) was provided although patient was unable to participate much. The patient had loss of left upper and lower extremity function, dysphagia, and dysarthria. Submitted log files revealed a few unsustained power/flow elevations above baseline. It was reported that the patient had no history of abnormal ldh until he came in with his stroke last wednesday. Patient was symptomatic 6 days post stroke with flaccid on left and slurred words with facial droop. The patient had an elevated ldh level of greater than 1500 u/l. Comfort measures were taken as death was reportedly is likely immanent.